Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 27 may 2020: lot 183537: (B)(4) items manufactured and released on 15-oct-2018. Expiration date: 2023-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Additional device involved: batch review performed by medacta regulatory affairs department on 27 may 2020: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot 184048: (B)(4) items manufactured and released on 26-jun-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Clinical evaluation performed by medacta medical affairs director: partial revision of rsa 1 year after primary surgery. According to report the patient fell and the trauma caused dislocation of the glenosphere from the baseplate and damage to the pe insert. The relationship between trauma and separation of glenosphere from baseplate is uncertain, but experience on the specific is very limited and a firm conclusion cannot be drawn. Most likely, the traumatic event is responsible for the failure.

Event description:
The patient came in reporting pain due to a fall 1 year after the primary surgery. The liner is worn, the glenosphere dissociated from the baseplate and the screw unscrewed. The surgeon revised the glenosphere, liner, metaphysis and left the baseplate in place as it was well fixed, and the surgery was completed successfully.